Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-01292. It was reported that guide wire removal difficulties were encountered and vessel closure occurred. The target lesion was located in the very tortuous and calcified posterior descending artery. After two non-bsc stents were unable to cross, a choice guide wire was advanced as a buddy wire. A synergy¿ drug-eluting stent was then advanced and implanted in the target lesion with no problem. However, when the physician went to remove the buddy wire, it would not come back and so with force he pulled the wire and it was busted and got caught in the stent. It was noted that the stent was deformed very badly. Eventually, the wire was removed and the distal vessel below the implanted stent was closed off. The physician was never able to re-cross it. No further patient complications were reported and patient's status was fine.